Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: three (3) actual samples were received for evaluation. A visual inspection revealed a black embedded particulate matter (pm) approximately 0.01 mm sq on the blue connector of one sample (outside the fluid path). The size of the pm was within the acceptable product specification range. No pm was observed on the other two (2) samples. The samples underwent a pressure test with no leaks observed. Functional (self and priming) tests were performed with no abnormalities observed. The reported condition of pm was verified on the one sample (outside the fluid path). Only particulate matter (pm) that is mobile and within the solution or solution path will have the potential to induce pm related harm. The samples all met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (black spots) was observed inside three (3) homechoice cassettes. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.